Manufacturer narrative:
(B)(4).evaluation of the returned device and review of the data log confirmed the reported intermittent out of range signal. A receiver (sn (B)(4); mfg date: 9/1/2012) was also returned for evaluation and there was no problem found.

Event description:
Patient contacted dexcom to report intermittent out of range.